Event description:
A customer contacted baxter technical services(bts) regarding assistance with having air in the patient line after connecting and pressing go to start the initial drain on the homechoice machine(hc). The technical service representative(tsr) advised the home patient(hp) to start over with new supplies since the initial drain has already started. The tsr assisted the hp to end therapy. The home patient(hp) was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated she was unsure of what might have caused air to get into the line. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.